Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used with an endurant ii stent graft system which was implanted in the patient for the endovascular treatment of a 66mm abdominal aortic aneurysm. Seven endoanchors were implanted due to concern for late failure from the main body of the endograft to the proximal neck. It was reported a type ia endoleak was noted at the end of the procedure. An x-ray taken the day after the index procedure also showed the type ia endoleak. The event is unresolved but the decision was made not to treat the endoleak at this time. The event was assessed by the investigator to be related to the procedure. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.